Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead shock impedance was high and out of range at 125 ohms. Boston scientific technical services (ts) was consulted and discussed that it could be due to scar tissue or calcification. Ts suggested bringing the patient in and increasing the remote home monitoring alert to 150 ohms along with the option of performing commanded shocks to test the difference between the measured and delivered impedance. The rv lead remains in service and no adverse patient effects were reported.